Manufacturer narrative:
The device was not yet returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.

Event description:
During an rf procedure, the device displayed a ground pad error message. The procedure was delayed 45 minutes while back up equipment was obtained. The surgery was completed as planned.